Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity and other spasticity. On (B)(6) 2018 the password to I rreversibly/permanently turn off the pump was requested. The patient¿s pump was not working because the catheter was disconnected from the pump. This had occurred some months ago. The patient¿s insurance company would not let the (B)(6) hospital manage the drug infusion system once the patient turned 18 years old and it was almost impossible to locate another pump managing physician in that area so the family was deciding to have the pump programmed to off state. They may have it removed in the future. No medical symptoms were reported. The pump off authorization form was completed and returned. The pump off password was provided and the information was reviewed on programming the pump to off state. No further complications have been reported as a result of this event.